Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported end stage heart failure and patient outcome could not be conclusively determined through this evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. (B)(4) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas IFU is currently available. The heartmate ii lvas IFU lists adverse events that may be associated with the use of heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to end stage heart failure.